Manufacturer narrative:
B3: date of event is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd cleo infusion set was found to leak due to an unintended hole beside the cannula or a missing cap that compresses the silicone. While demonstrating inspection points to the test engineer, the cap was pressed to confirm rigidity, and it detached unexpectedly. Additionally, approximately fourteen (14) units in roughly 200 units from this batch exhibited similar leakage. There was no patient involvement.